Event description:
Wolf electrode used for hysteroscopy, myomectomy procedure: metal loop broke off during procedure but was found outside of the patient, intact. Manufacturer response for bipolar electrode, schneide-elektrode (per site reporter) no response yet.